Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter 1. Were patient samples impacted? - the tests were performed on patient samples. 2. Is a confirmatory test always performed to compare the results? - no. 3. If no, why was it done now? - the customer is an experienced user and noticed that something was wrong. 4. Were erroneous patient samples reported to the clinician? - the results were not validated or shared. A customer reported noticing a discrepancy in the results. Qc is passed, but after comparing the results with the results from facslyic there is a discrepancy.

Manufacturer narrative:
The following fields have been updated: g.1. Reporting office: becton dickinson and company bd biosciences. G.2. Reporting office contact: (B)(6) - MDR. G.4. Manufacturing site contact: (B)(6) - MDR. H.6. Imdrf annex f grid: f26. H.6. Investigation summary: based on the investigation results, , the reported issue ¿discrepancies in results using facsvia instrument¿, was not confirmed. Investigation results that were performed on the indicated failure mode were the following: potential cause of the customer obtaining discrepancy in results on facsvia instrument could not be determined. The fse checked software settings and calibration factors and correct operation of the camera. Fse clicked the "color compensation preferences: from instrument qc" and subsequent qc tests showed the instrument is functioning as expected. Although patient samples were used, no one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Common device name: flow cytometric reagents and accs. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facsvia¿ flow cytometer that there was erroneous results. The following information was provided by the initial reporter: were patient samples impacted? - the tests were performed on patient samples. Is a confirmatory test always performed to compare the results? - no. If no, why was it done now? - the customer is an experienced user and noticed that something was wrong. Were erroneous patient samples reported to the clinician? - the results were not validated or shared. A customer reported noticing a discrepancy in the results. Qc is passed, but after comparing the results with the results from facslyic there is a discrepancy.